Manufacturer narrative:
The instrument was investigated. The field service engineer (fse) inspected the instrument. Fse found a defective tip clamp in position #3. Fse replaced tip clamp in position #3 to resolve problem. The instrument was tested without further problem and is operating as expected.

Event description:
The ortho summit sample handling system instrument did not pipette reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.